Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, cause of the cause of the reported unspecified tissue injury (medical treatment) associated with the chordae rupture could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a chordal rupture and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An nt (lot: 30313r1110) was placed medial, reducing mr to trivial. During deployment sequence, mr began to rise. A chordal rupture was observed on imaging. Since the lock line had not been removed, the clip was able to be unlocked and removed. A replacement mitraclip was implanted and grasped the torn chord. The procedure ended with mr reduced to grade 1+. No additional information was provided.